Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to emergency room due to feeling a vibratory alert from the implantable cardioverter defibrillator. It was found that the device was in backup vvi due to event queue overflow. The device was restored and patient was discharged.